Event description:
During surgery when plasmablade was activated, the other electronic devices in the room rebooted.

Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.